Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated, causing pain at the implant site. An invasive procedure was performed and the device was explanted. No additional adverse patient effects were reported.